Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2021 were reviewed. On (B)(6) 2014, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components including depuy patella were used during this procedure. Competitor cement was used. No complications were noted in the operative notes. On (B)(6) 2018, the patient had a revision to address pain and loosening of the tibial tray, no interface provided. During the procedure, the surgeon observed hypertrophic synovium with a grayish black pigmentation, and extensive synovitis. The patella was noted to be stable with mild hypertrophic discolored synovium around the patella component, but was not revised. The tibial tray, femoral component and insert were revised. Doi: (B)(6) 2018 dor: (B)(6) 2018 (left knee).